Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there may have been an issue with the epg while attached to a patient. The epg is expected to be returned for service. No patient complications have been reported as a result of this event.